Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient experienced a ventricular tachycardia which the implantable cardioverter defibrillator misdiagnosed as a supraventricular tachycardia. No inappropriate therapy was delivered. Programming changes were discussed. No intervention was reported. The patient was stable throughout.